Event description:
It was reported that stent dislodgement occurred. A 2.50x20mm promus premier¿ stent was selected and advanced; however, it was noted that the stent came off the delivery system. Half of the device was in the co-pilot and was still on the wire. The other part of the device was in the guide catheter. The procedure was completed with another 2.50x20mm promus premier¿ stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).